Event description:
On (B)(6) 2011, the patient contacted animas alleging an air bubble issue with various insulin cartridges for the past 2 years. The patient was unable to provide any specific insulin cartridge lot numbers. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he has had an air bubble issue with unspecified insulin cartridges for the past 2 years. There is no evidence however that the alleged issue contributed to a serious injury. The patient did not report any blood glucose values, symptoms, or treatment suggestive of a serious injury.